Event description:
A blood glucose test was performed on a patient and the result was 297mg/dl. A lab was run and the result was 483mg/dl. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.